Event description:
It was reported that the pump was only working at 50% and was holding more medication than expected during pump refills. It was indicated that the patient was still having spasms, despite the health care provider (hcp) increasing his pump dosage and increasing his oral medications. It was also noted that a dye study and other trouble-shooting was performed, however, the results were unknown at the time of report. It was reported that the patient's status was fair. The drug delivered via pump was baclofen. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that the pump repeatedly showed double the expected reservoir volume at refill. The cause of the issue was unknown, both for the pump and catheter. A CT scan, indium study, dye study and rotor study were performed and for all studies the results were "normal". The patient experienced decreased effect and increased spasticity. The pump and catheter were replaced. The device system delivered lioresal. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).